Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation. Furthermore, the report of a potential external outflow graft obstruction (eogo) could not be confirmed through this evaluation, as no images were submitted for review and the device remains in use. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of heartmate ii lvas. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided that the gastrointestinal bleeding had resolved. It was also reported that there were no changes to patient condition or anticoagulation status that may have contributed to the obstruction. There were no recent changes to pump parameters. Computed tomography angiography (cta) was performed but the images were not available for evaluation. The external outflow graft obstruction (eogo) was treated with medical management since flows maintained and it was to be monitored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for gastrointestinal bleeding. During their hospitalization, a potential external outflow graft obstruction (eogo) was noted on computed tomography angiography (cta). Their aspirin was stopped, and blood transfusion was performed. There were no low flow alarms, flow was between 4.4-4.7 lpm, there were no change to patient status or symptoms.